Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist had take a scan before aligner treatment started and then again after the last aligner and their bite is worse and their dentist said that it will lead to cracked/broken teeth. The patient has a heavy bite in front, front teeth hit one another when aligners are not being worn.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.